Event description:
Customer reported via distributor that the proximal part of the screw broke during insertion. According to the customer, the self drilling feature is not strong enough. As customer reported, he did not have the possibility to fix cranial flap fixation plate and he needed to use other screws instead.